Event description:
It was reported that while trying to insert the intraocular lens (iol) into the pt's eye the haptic broke the capsular bag. It was stated that there was trouble with the pt's anatomy stating that there was a dense cataract. The doctor then used an anterior chamber lens. The lens was removed and replaced in the same surgery with an anterior chamber lens.

Manufacturer narrative:
The intraocular lens was received and visually inspected and found that the lens had both haptics distorted. No product deficiency was determined. All pertinent info available to amo has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.